Event description:
The customer reported the bowden cables have to be adjusted on the evis exera iii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: connecting tube had foreign material. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿the bowden cables have to be adjusted ¿was confirmed. The device evaluation found connecting tube and plastic distal end cover had foreign objects from previous procedures due to insufficient cleaning. Additionally, air/water cylinder and suction cylinder had no color. The grip, scope connector cover, scope connector case unit, switch box, right/left and up/down knobs had discoloration. Due to a scratch on plug unit, water tightness was lost. The objective lens had a scratch. And the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage identified at the plug unit, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.